Event description:
It was reported that during the implant procedure the 6947 lead tested bad. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found. Distal conductor distorted, blood in/on helix/lobe mechanism, deformation/fracture in 5 cm prox section of the inner coil, extension problems, damage at implant was noted.